Manufacturer narrative:
Complaint of motor stall and overheating was confirmed. Cause of motor stall and overheating is a corroded motor/gearbox. The cable assembly and motor passed functional testing. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly.

Event description:
It was reported the powermax elite mdu hand control blade is not catching and overheating. A back up device was utilized to complete the procedure. No patient injury or complications were reported.